Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that system was losing power. Upon troubleshooting the fse re-checked the ups settings and found that the main breaker is no longer tripping as the ups is in ups mode. To resolve the issue local biomed was changed ups from bypass mode to ups mode with assistance from ups tech support. After changing the mode of ups from bypass mode to ups mode, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the third-party ups problem and this ups is not a part of the philips component. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer had a power loss. The device was in clinical use. No harm was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.